Event description:
Following an interventional case, an angio-seal device weas deployed. There was oozing after the device was inserted and a femostop was applied to achieve hemostasis. The pt was discharged the next day. While at home, the pt experienced pain and swelling in the leg. The pt was taken to the hosp and surgery was performed to remove the angio-seal device. The device was found subcutaneously. It should be noted that a pre-placement angiogram was not performed prior to deployment.